Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis and hyperglycemia on (B)(6) 2022. Customer's blood glucose level was 350 mg/dl at the time of hospitalization. Customer had alleged that the insulin pump was over delivering insulin because they gave themselves boluses but the blood glucose was not coming down. As per customer their blood glucose started at 396 mg/dl and gave themselves 10 units of insulin but an hour after, their blood glucose was even higher to 400 mg/dl. Customer was assisted with troubleshooting. Customer was assisted in performing high pressure test. Insulin pump did pass high pressure test, self test and displacement test. Customer had been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was activated at the time of incident. The insulin pump will not be returned for analysis.